Manufacturer narrative:
Additional contact: (B)(6).

Event description:
Information was received indicating that a smiths medical cadd-legacy plus pump exhibited a "no disposable" alarm. Per reporter, the patient also indicated the pump was alarming and kept going through self-checks. No adverse patient effects were reported. Per reporter no additional information is available at this time.